Event description:
This was a two level case at the l4 - 5 and l5 - s1 locations. On (B)(6) 2009, the pt reported severe leg pain. The surgeon prescribed medral dose pack but had to surgically intervene. On (B)(6) 2009, the surgeon found two of the four modules protruding out of the disc space at the l5 - s1 location. All four segments were surgically removed from the disc space. One of the modules had a 1 - 2 mm tail remaining on the posterior end. The modules at the l4 - 5 location were found to be intact and were not revised. Post-op, the pt reported that all leg pain had subsided.

Manufacturer narrative:
Being this is a two level case, there were actually two devices of the same model and catalog numbers implanted into the pt. Each of the two devices had a unique lot number. Info on one of the lots is already referenced on the form. Info on the other lot is as follows: lot #: 090323-03, exp date: 9/30/2009, device manufacture date: 3/2009. This add'l info is being provided being the lot number of the removed device can't be determined being the device was discarded by the physician.